Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident it was determined that the unable to access pyxis link. A technical support specialist tss accessed the server and encountered an internal error when loading the pyxis link site. Api logs showed no related errors and it was noted that the server had been rebooted within the same timeframe the issue began. A review of installed components identified that node.js v24.14 had been installed which was incompatible with the enterprise es server requirements. Product support engineer pse confirmed that pyxis v1.7 supports only node.js v11.9 per prerequisites the hospital information technology it team was instructed to remove the unsupported version and reinstall the correct one. Once node.js v11.15 was installed pyxis link and other es functions operated normally. The system was reviewed and all components including es application es reports pyxis link health sight viewer hsv care fusion coordination engine cce interfaces and refill interfaces were functioning as expected. Tss advised that only node.js v11.9 is supported for the current es version. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to reach pyxis link and unable to queue medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.